Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the subject device. The subject device was returned to olympus europa se & co. Kg for evaluation. Following abnormalities were detected in the evaluation. The distal end cover and the adhesive around it were cracked. During the leak test, bubbles continued to come out from the distal end. There was no malfunction in the other parts of the subject device. The exact cause of the reported event could not be conclusively determined. The subject device is planned to be repaired. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for the microbes as follows: stenotrophomonas maltophilia (>100cfu/100ml). Pseudomonas aeruginosa (>100cfu/100ml). Escherichia coli (17cfu/100ml). Enterobacter (26cfu/100ml). The portion of the subject device, where the microbes were detected, was not reported. The subject device had been disinfected using non-olympus automated endoscope reprocessor(soluscope) with peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the subject device. The subject device had not been returned to olympus medical systems corp. But was returned to olympus france. The subject device was sent to a third-party laboratory for additional microbiological testing. In the result of the additional microbiological testing, the air/water channel of the subject device tested positive for bacillus(1cfu/endoscope), but the testing result cleared french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.